Event description:
Customer's wife reported blood glucose results of 299 mg/dl, 316 mg/dl, 261 mg/dl, 273 mg/dl, 310 mg/dl, 155 mg/dl, and 142 mg/dl on the aviva system 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.